Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a gradual increase in pacing lead impedance measurements to about 1,500-1,600 ohms. Subsequently, information was received that high out of range pacing impedance measurements greater than 2,000 ohms were observed. It was reported that the physician elected to continue to monitor the patient more closely. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating an invasive procedure was performed to investigate the cause of the high out of range pacing impedance measurements. The lead was found to have numerous loops and twists in the pocket, suspected to be from twiddler's syndrome. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The rate/sense portion of this lead was surgically abandoned and replaced. The shock portion of the lead remains in service. The implantable cardioverter defibrillator (ICD) was also electively explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.